Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the cable unit was disconnected and no image was displayed due to user handling. The instruction manual identifies the following verbiage, which may prevent the phenomenon: "- do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. - be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. - the cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately." Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was repaired and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting

Event description:
The service center was informed by the user facility that the high definition camera head reportedly had a poor view during an unspecified event and needed to be checked. The device was returned to the service center and upon inspection and testing, the camera head was found to have no image produced due to a defective/shortage in the cable unit. No patient injury or harm was reported.